Manufacturer narrative:
(B)(4). Corrected data: brand name corrected to hudson aquapak 601 sw,650 ml,japan. Catalog# corrected to 006-01j. An empty 650 ml water bottle and adaptor were received for evaluation. The neck of the bottle appears slightly malformed. There is a dent or deformity at the top front of the bottle. The bottle was received with "08/16" written in black on the top of the bottle. The adaptor lot cannot be confirmed because it was received without its packaging. The adaptor was received with what appears to be "5f" written in black on the top. No other visual defects found. For evaluation, attempted to add water to the bottle through the top adaptor port that was received punctured. However, the bottle did not fill. Added water to the bottle through the front port. The bottle was filled about 1/5 full and the adaptor was attached. The water bottle/adaptor assembly was attached to a flowmeter). No bubbles were observed at 1 liter per minute. Upon increasing the air flow, bubbles did not appear in the bottle. Based on the investigation performed, the reported complaint was confirmed. A non-conformance was opened to address this issue.

Event description:
Customer reported oxygen did not flow into the aquapak bottle and therefore, a new unit was used instead. No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported oxygen did not flow into the aquapak bottle and therefore, a new unit was used instead. No patient involvement reported.